Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the dat test at 0.08745 inches.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they alleging possible insulin pump was under delivery. The customer blood glucose level was 210 mg/dl at time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also treated with syringes. Customer reports they feel okay to troubleshooting. Trouble shooting was not performed for under delivery. It was also stated that then drive support cap was normal. The devices will be returned for analysis.